Event description:
The customer reported an issue with the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report wil be submitted once the investigation is complete.